Event description:
It was reported that the lv leads could not be used because of patient anatomy. The leads were returned and epicardial lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; all conductors had non-obstructive blood and body fluid noted; full lead returned for analysis. Evaluation summary: (B)(4) no anomalies found; all conductors had non-obstructive blood and body fluid noted; full lead returned for analysis.